Event description:
Bayer case number: (B)(4). Pelvic pain / sharp pain in her left side [pelvic pain female]. Vaginal rashes/ some painful rashes in the vaginal area [vulvovaginal rash]. Vaginal irritation [vaginal irritation]. Vaginal discharge [vaginal discharge]. Heavy menstrual cycles/ bleeding was so heavy during her menstrual cycles that she frequently changed pads every hour to avoid leakage [bleeding menstrual heavy]. Some painful rashes on the body and neck [generalised rash]. Suspicion of nickel allergy [nickel allergy]. Vaginal infections [vaginal infection]. Vaginal itchiness [vaginal itching]. Abdominal pain [abdominal pain]. Bleeding during sex [post coital bleeding]. Itching in the back [localised itching]. Nausea [nausea]. Malaise [malaise]. Depression [depression]. Anxiety [anxiety]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / sharp pain in her left side") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Medical conditions: *plaintiff had not experienced this combination of symptoms while not on birth control. Her menstrual cycles were normal and she had no problem with going about her daily life. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 34 days after essure insertion, she experienced vaginal infection ("vaginal infections"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), vulvovaginal rash ("vaginal rashes/ some painful rashes in the vaginal area"), vulvovaginal discomfort ("vaginal irritation"), vaginal discharge ("vaginal discharge"), heavy menstrual bleeding ("heavy menstrual cycles/ bleeding was so heavy during her menstrual cycles that she frequently changed pads every hour to avoid leakage"), rash ("some painful rashes on the body and neck"), allergy to metals ("suspicion of nickel allergy"), vulvovaginal pruritus ("vaginal itchiness"), abdominal pain ("abdominal pain"), coital bleeding ("bleeding during sex"), pruritus ("itching in the back"), nausea ("nausea"), malaise ("malaise"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy) and took medications to control the bleeding. Essure was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding, rash, allergy to metals and vaginal infection had not resolved. The outcomes for abdominal pain, coital bleeding, pruritus, nausea, malaise, depression and anxiety were unknown. The reporter considered abdominal pain, allergy to metals, anxiety, coital bleeding, depression, heavy menstrual bleeding, malaise, nausea, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection, vulvovaginal discomfort, vulvovaginal pruritus and vulvovaginal rash to be related to essure administration. The reporter commented: the doctor to remove essure birth control the I have to remove my ovaries and uterus because the surgery is less invasive have suffered for years from abdominal pain, bleeding during sex, itching in the back, nausea, malaise, depression, anxiety. Please I need someone can help me. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: results: left and right tube occlusion [ultrasound scan] on (B)(6) 2013: results: left ovarian cyst; on (B)(6) 2013: results: the complex cyst seen was no longer. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 30-jul-2025: new events abdominal pain, bleeding during sex, itching in the back, nausea, malaise, depression, anxiety were added. Essure removal; surgery detail's updated. Patients contact details updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.